Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous and arterial air alarms occurred during a routine hemodialysis treatment. Air was visible in the filter. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to air in the extracorporeal circuit. Facility staff attributed the alarms to issues with the patient's vascular access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.